Event description:
It was reported that during an idiopathic vt procedure the carto3 rmt displayed multiple errors. Error 21, "piu bit failure" accompanied by red indicator lights on the piu for ECG cards 1 and 3. The user had already rebooted the system twice. The system came back online without any errors by turning off the piu only, disconnecting all of the sensor based catheters from the front of the piu and turning it back on. The user was then advised to reconnect the sensor based catheters one at a time. Initially, all looked well, but then an error 8, "pace routing disabled" was displayed on the ws. The clinical account specialist also reported all the channels, including the 12 leads of bs ecgs and all ic (intracardial) recordings disappeared at the same time on both carto and ep recording systems. The physician opted to abort use of c3 at this time and completed the rvot procedure using the st. Jude mapping system. The case was completed without any patient consequence.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on the device evaluation will be submitted once it is completed. (B)(4).

Manufacturer narrative:
(B)(4). Biosense field service engineers looked at the log file, there were limb lead errors in the log file. Biosense field service engineers replaced the bs cable and leads. The customer performed 2 cases. Both cases were successfully completed without errors. System is ready for use. Error 8 is related to bug#(B)(4) and caused by piu ECG malfunction. Suspicious bs ECG cable was sent to the (B)(4) investigation, (B)(4) did not found any problem, bs ECG cable working properly.the device history record (DHR) was reviewed and no anomalies were found regarding this issue.